Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01137 it was reported that one of patient's leads had migrated and both leads had impedances. Patient underwent surgical intervention during which the scs system was explanted and replaced with a full new system.